Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. The insulin pump was received with button error alarm due to flattened bolus express button, esc, act and up arrow buttons dome switchs. No cosmetic damage noted.

Event description:
Customer reported the insulin pump alarmed button error. Customer then stated she was unable to calibrate the sensor due to the screen will not come up. Customer's blood glucose was 272 mg/dl, treated with the device. Customer stated she might have laid on the device as a significant event that many have cause the device to alarm. Customer was advised to revert to back up plan. No further information reported.